Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure wherein the ipg was repositioned higher in the buttock. The patient is doing well postoperatively.

Event description:
A report was received that the patient had charging issues. The ipg was buried too deep. No device malfunction suspected. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had charging issues. The ipg was buried too deep. No device malfunction suspected. The patient will undergo a revision procedure wherein the ipg will be relocated.